Manufacturer narrative:
One 4448 ectra triangle knife reported on. This product was not yet returned. If objective evidence, relevant information, packaging or product becomes available to assist with evaluation, the complaint will certainly be revisited. Without the device we are unable to determined the root cause of the reported foreign contamination in the patient¿s tissue. Additionally, we are unable to determine if micro-motion and /or migration of the retained resin in the patient¿s tissue is possible.

Event description:
It was reported that during a carpal tunnel release procedure, the blade was emitting metallic colored resin after inserting in to defect and cutting tissue. There was resin left behind in the patient tissue. A backup device was available, but there was no need to used it. No revision surgery is planned due to the event. There was a delay of less than 29 minutes to identify the material. The devices involved were used on the same patient. No reported negative outcome to dates.